Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11. Additional Manufacturer Narrative:D4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the staff have indicated that the following items are no longer in working condition:Helical blade/screw coupling screw is cross-threaded and no longer threads into the screws.6mm/9mm cannulated stepped drill ends are chipped. Damage was not observed to occur intraoperatively.3.2mm wire guide sleeve is scratched due to wear and tear over time. Blade/screw guide sleeve threads are worn and no longer achieve proper engagement with the buttress compression nut. Buttress compression nut is stripped and no longer threads onto the guide sleeve. There were no patient consequences.